Event description:
Deflation of right breast implant. Bilateral exchange with inamed devices.

Event description:
Deflation of right breast implant. Bilateral exchange with inamed devices.

Event description:
Suspected deflation